Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 analyzer. The investigation could not determine a root cause. However, there is no evidence that the vitros 5600 analyzer or vitros trop I es reagent had malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 0.62 ng/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was reported to the clinician, who questioned the result. A corrected report was issued based on repeat testing (repeat patient result < 0.01 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).